Event description:
My son ((B)(6)) was seen at the hospital pediatric emergency room to an anaphylaxis reaction due to a milk allergy. The emergency room staff administered the epi-pen jr. When the epi-pen was being removed from my son¿s thigh; it got stuck and staff were unable to remove device until 3rd attempt ¿ epi-pen was noted to be hooked and bent.